Event description:
The customer reported than an 840 ventilator keyboard causes a blank display. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. Covidien was not authorized to service the device.